Event description:
Amo complete plus contact solution. Purchased kit with 2 oz solution and lens case - lot #zb01965. Purchased 12 oz bottle on 11/21/06 -lot #zb02898-. I had burning and itching in my left eye and thought it was just from my new contacts. Eleven days later, my left eye was extremely red and had a yellowish discharge which made my eye stick shut overnight. It has since gone to my right eye. I was not aware of the recall until a relative informed me. All of this product should be recalled, not just the listed lot numbers.